Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown, unknown cayenne quattro knotless, unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that upon entering the anchor into the punched hole the anchor tip bent and disengaged from the inserter handle. The device malfunction was corrected through medical intervention. The doctor had to remove the implant to finish the surgery. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection confirms that the anchor disassembled from the shaft. Suture retractor is missing from the device. The anchor threads are damaged however anchor did not bend. The anchor was assembled to the shaft and appeared to be loose. Dimensions are taken and are within specifications. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that upon entering the anchor into the punched hole the anchor tip disengaged from the inserter handle. The device malfunction was corrected through medical intervention. The doctor had to remove the implant to finish the surgery. Attempts have been made and additional information on the reported event is unavailable.